Manufacturer narrative:
Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the brazil. On 10-apr-2024, it was reported that the patient faced an issue with infusion set was leaking at the quick release. The issue occurred with 3 infsuion sets. The quick release was tightly connected. No further information available.